Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 163,235 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.

Event description:
Patient was symptomatic with high ldh and plasma free hgb and unable to unload lv. The center performed an x-ray of the inflow cannula and noticed a bulge later diagnosed as congealed coseal causing an indentation of the inflow graft, thus leading to a clot on the inflow stator upon thoratec heartmate ii (hmii) device exchange. Patient is doing well post hm ii exchange. Treatment is ongoing. (B)(6).

Manufacturer narrative:
(B)(4). Baxter medical assessment: aug. 11, 2010: this is the second of two reports of inflow conduit obstruction received from thoratec, the manufacturer of the heartmate 11, ventricular assist device. Flow through the inflow conduit was noticeably obstructed on x-ray exam post implant with inability to upload the left ventricle. On pod 11 the patient was taken back to the operating room for explantation and replacement of the hmll device. The IFU for the heartmate ll system clearly describes protecting the openings of the inflow conduit and preventing entry of the sealing material used inside the conduit or on the threads of the screw ring. Given the intraoperative findings, there is no question that coseal contributed to decrease in flow through the inflow conduit. What is missing are any details on the application technique used which are needed to understand why coseal entered the inner lumen of the inflow conduit in this particular patient when a great number of lvad devices have been presealed with coseal without this obstruction being reported to us or to thoratec company. Given the known hydrolysis profile of coseal, the question of volume of product applied should also be determined. (B)(4). Upon receipt of the additional information and its assessment, a follow-up submission will be sent.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to obtain additional information from the customer; however, no response has been received. If additional information is provided in the future, this case will be reassessed and a follow-up report will be submitted, accordingly.